Event description:
It was reported that during a heavily tortuous, heavily calcified, right internal carotid artery stenting procedure, an emboshield nav 6 embolic protection system (eps) was advanced without pre-dilatation, to the desired location past the lesion. An acculink stent delivery system (sds) was advanced and as the acculink advanced through the heavily tortuous anatomy, reportedly, it pulled the emboshield nav 6 filter proximally, closer to the lesion. The acculink sds was removed and the emboshield nav 6 filter was repositioned distally. A viatrac balloon dilatation catheter (bdc) was advanced to dilate the lesion and the same acculink sds was advanced. Again with advancement the emboshield nav 6 filter was moved proximally toward the lesion and the acculink sds was removed. The emboshield nav 6 filter was captured and removed. The guide wire was changed to a new long bare wire and another same size emboshield nav 6 eps was advanced and successfully placed. The same acculink sds was re-advanced and again the new emboshield nav 6 filter was pulled proximally. A buddy wire technique was done with a non-abbot guide wire. The same acculink sds was advanced and the emboshield nav 6 filter was moved proximally again. The guide wire was changed to an asahi grand slam guide wire and the same acculink sds was advanced and the emboshield nav 6 filter was moved proximally again. The acculink sds was removed and a xact (18 x 6 x 40 mm) sds was advanced and successfully implanted to the lesion.

Manufacturer narrative:
(B)(4. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xact stent was routinely post dilated with a (B)(4). The emboshield nav 6 filter was captured and with removal the filter caught on the distal end of the implanted xact stent. The physician was able to manipulate the filter off of the distal end of the implanted xact stent and bring the filter down further, but the filter caught on the proximal end of the implanted xact stent. The physician needed to tug to get the emboshield nav 6 filter off of the proximal end of the stent and removed the emboshield nav 6 filter successfully. Upon removal the emboshield nav 6 filter was found torn. Nothing more was done and the procedure was complete. Reportedly, by looking at the pictures, the distal part of the implanted xact stent does not appear to be fully apposed to the vessel wall. The next day the patient experienced altered mental status and a magnetic resonance imaging (MRI) was done with findings of multiple infarctions consistent with a stroke. The symptoms are improving, but the patient is still unable to ambulate of his own. There was no treatment done and on (B)(4) 2012, the patient was discharged to an inpatient medical rehabilitation center. There was no additional information provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The two emboshields nav6 are being filed under a separate manufacturing report numbers.